Event description:
It was reported that the iab was in use for 18 hours, when the pump alarmed and stopped. It showed an "autofill failure". It was decided to remove the iab and replace it. There were no pt complications.